Event description:
It was reported that the patient experienced a cardiac arrest and was admitted to the hospital. The healthcare professional (hcp) requested a review of the device report. A boston scientific (bsc) technical services (ts) consultant reviewed the transmitted data. Based on the available information, the device was found to be operating as programmed. No arrhythmic episodes were recorded, and a successful right ventricular automatic threshold (rvat) measurement was confirmed. The device remains in service and no additional adverse patient effects were reported. A boston scientific local area representative was contacted to obtain further details regarding the event; however, no additional information has been received at this time. This investigation will be updated if new information becomes available.